Event description:
It was reported that this patient remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. Additional information was requested to the field representative. Further information provided indicates that the remote home monitor issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead. It was noted that the rv lead has exhibited variable impedance measurements between 1600 ohms and 2000 ohms for more than one year. The patient was brought in for a follow-up where provocative maneuvers were performed and no episodes of noise or sudden changes of the pacing impedance measurements were recorded. During the office visit the rv lead impedance measurement was stable around 1800 ohms. The clinic will continue to perform remote interrogations with ambulatory follow ups every six months. The device system remains in service and no adverse patient effects were reported.